Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d8, e1 (telephone number should be removed from the initial medwatch), h6 - component code is being corrected to " lever 4771, cylinder 440, tube 525 and lenses 866" and problem code is being corrected to "4048 (failure to clean)". Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. During examination, the foreign material could not be identified. There was no physical damage where the foreign material was found. Based on the results of the investigation, the cause of the foreign material that remained in the forceps elevator, air/water cylinder, and air/water channel could not be specified, and it is unknown if there are deviations from the instructions for use (IFU). The foreign material inside the light guide lens could not be removed by reprocessing as it was not on the external surface. The cause of the foreign material in the lens was likely due to physical stress, which resulted in water invasion and corrosion. However, a definitive root cause could not be identified. The instruction manual states the detection method associated with all the events in "evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection.". The instruction manual states the preventative measures in "evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories)" for the events such as foreign material in the forceps elevator, air/water cylinder, and air/water tube. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the duodenovideoscope exhibited white foreign material inside the air/water-tube and air/water-cylinder, signs of humidity inside of the light guide lens, and foreign material mixed with corrosion on the forceps elevator. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.